Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritoneal infection coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritoneal infection event. The cause of the event was unknown. Treatment for the event was not reported. Dianeal therapy was discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.